Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) had detected electromagnetic interference (emi) on this defibrillation lead. The patient reports walking directly under high-voltage wires. As a result 2.5 seconds of pacing inhibition occurred with some pacing support, but some pauses still occurred. The patient reported that they felt something while approaching the wires. A shock was also delivered. The lead measurements were reported as fine and no other episodes with noise. Post shock, the patient's rhythm is rather fast 150-180. It is not clear whether the shock induced a ventricular tachycardia or whether this is a sinus tach due to patient's surprise at being shocked. Further, it was reported that as a result of walking under these wires the patient had a syncopal episode and fell. This patient is device dependant as the av node is ablated. Subsequent information indicated that the device was explanted for normal battery depletion. The device has been returned for analysis.

Manufacturer narrative:
(B)(4). Technical services reviewed strips and noted it appears that the device and leads are functioning normally. The inhibition and shock are clearly due to emi and advised patient to stay away from those particular power lines. Further, it was later reported that when the patient went syncopal from the pacing inhibition and walking under the power lines, due to this fall and landing or hitting something the insulation in this defibrillation lead had cracked (entire chest was bruised from the patient's fall). The patient presented to the physician's office for a regular follow up and the impedance had dropped to 250ohm. Daily measurements showed that the impedance change had occurred the same day as the fall. The lead was extracted and as the lead passed through right atrium it twisted around the coronary sinus lead. The physician abandoned the distal coil in the right atrium and cut the lead as close to the venous entry it could be. A new lead was successfully placed from right side, because the left sided access was totally occluded. The device was moved to the right side and tunneled existing the coronary sinus lead to new pocket area. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.